Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed. Analysis results revealed that the outer insulation was breached due to metal induced oxidation (mio). Blood/body fluid was present on all conductors (not obstructed). The outer insulation was pulled apart (overstress), had cosmetic mio, had cosmetic environmental stress cracks, and had a cosmetic depression.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up attempts were unable to confirm the reason for the replacement. No patient complications have been reported as a result of this event.